Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. This is falling on the blanking period. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. This is falling on the blanking period. No changes have been performed. Additional information was received from the field mentioning that a presenting electrogram (egm) showed what appeared to be loss of left ventricular (lv) capture. This behavior had been observed some days before. There was also a third beat that inhibits lv pacing but technical services was not able to determine if the situation was an lv premature ventricular contraction; intermittent far field over sensing of the atrial pacing or loss of capture. Nonetheless, lv lead threshold had been stable. There was also, functional under sensing of the ventricular deflections. Various programming options were recommended for this crt-d and the patient will have a follow up to evaluate. This crt-p remains in service. No further adverse patient effects were reported.